Event description:
Customer's father reported hospitalization due to high blood glucose. The blood glucose reading is 500 mg/dl. Customer has ketones. Caller stated that the blood glucose reading was not decreasing. Diagnosed diabetic ketoacidosis. Hospital treated with fluids via IV and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.